Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the bdc interacted with the moderately tortuous, heavily calcified and 90% stenosed lesion resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in a 90% stenosed right coronary artery (rca) with heavy calcification and moderate tortuosity. The 1.5x12mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy and the balloon ruptured at 6 atmospheres (atm) one time. Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott balloon was used to complete the procedure. No additional information was reported.